Event description:
Customer reported via phone, the insulin pump had several issues. Thursday the device had alarmed motor error and no delivery, it also has a crack. Customer had reverted to his backup plan. Customer's blood glucose was 532 mg/dl, treated with manual injections. Motor error alarm occurred during bolus. The device was not exposed to an MRI. Customer doesn't use the sensor and was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.